Manufacturer narrative:
The pump has been returned to animas for evaluation but the evaluation has not yet begun. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was evidence of moisture inside the pump and damage to the casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: there was no evidence of moisture inside the pump. The pump passed a leak test.